Event description:
The customer reported that while the unit was in use on a pt, the unit displayed a "no pt status available" message and then the unit experienced a system failure. Therapy was discontinued. No pt injury was reported.